Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time was 151 mg/dl. The customer said that the night before she had changed her set and she later received a no delivery alarm. She checked for kinks and changed the battery in her insulin pump. She assembled a new set, tried to bolus and still received no delivery alarms. The customer could not troubleshoot because she was at work and did not have supplies with her. She mentioned that her insulin was cloudy. She was advised that cloudy insulin could cause a no delivery and to change her set and reservoir immediately. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.